Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/22/04, the pt's daughter contacted lifescan on her behalf alleging that the pt's sure step enhanced meter was displaying missing segments. The medical affairs specialist spoke with the pt's daughter on 10/25/04. The pt's daughter stated that the reported meter had been displaying missing segments intermittently for several weeks. The pt continued to take her usual diabetes medication without interruption. She takes actose 30 mg each morning, novolin insulin 30 units each morning. Novolin insulin 10 units each evening. Five days earlier, she took novolin 30 units before bed. On the evening of the same day and on the morning of the following day, she obtained results with missing segments that she could not read. After breakfast and taking her morning dose of actose and insulin, the pt began to feel nauseated, shaky, and weak. She attempted to test again and received an unreadable result with missiing segments. Her daughter called the physician to make an appointment for her mother to be seen that afternoon. Her daughter gave her crackers and milk to eat. She lay down to rest and felt a little better when she woke a couple hours later. The pt saw her physician at 1:30 pm. The daughter doesn't recall the result obtained at the physician's office, but she knows that it was "up". The physician treated the pt with additional insulin and sent her home. The customer service rep confirmed that the meter had missing segments in the display. The pt did not allege harm. There is insufficient info to indicate that the pt experienced injury or medical intervention due to the meter. Based on the missing segments in the meter display, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.